Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 295 mg/dl. Troubleshooting was performed. The mother stated that the customer's glucose level was high for several days. It was also stated that the infusion sets and insulin were changed multiple times the day before his admission and his blood glucose still kept rising. The programming was correct. The alarm history revealed numerous no delivery alarms. No further information was provided.